Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that device showed an episode of sinus tach that initially diagnosed svt then eventually incorrectly diagnosed vt. Episodes were sent in for further review and it appears that a small amount of noise on the atrial channel caused variable p-v delays leading to an inappropriate av interval delta discrimination. After the first therapy, this noise greatly increases on the atrial channel. The device remained implanted.